Event description:
It was reported that the anesthesia system failed the flow transducer test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by the distributors field service engineer. The cause of the reported issue was concluded to be a defective air gas module. The flow transducer test failed due to the offset of the air gas module being too high. The air gas module was replaced and the anesthesia system was successfully tested and was cleared for clinical use. The replaced air gas module was not returned for further investigation. A complete set of device logs was received. An evaluation of the received logs confirms the reported offset failure, leading to the failure of the flow transducer test during the system checkout. Our conclusion is that the replaced air gas module was defective and was the cause of the reported issue.